Event description:
It was reported that the customer received a button error alarm. Her blood glucose level was 120 mg/dl. The customer is pregnant. She was advised to disconnect from the insulin pump and revert to a backup plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump was received with minor scratches on lcd window, missing end cap sticker and cracked case at display window corners.